Manufacturer narrative:
Qc was running within the established specifications. A bci field service engineer (fse) verified the instrument covers were secured in place. The fse verified qc was still within the established specifications. The fse also performed precision runs and the results were acceptable. A root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glucm) result of 40 mg/dl generated by unicel dxc 600 synchron clinical system and reported for one patient in emergency room. The sample was run in duplicates and the second result was 280 mg/dl and the re-run results were 273 and 275 mg/dl. There was no effect to the patient treatment because the emergency room did not believe the reported erroneous result.